Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31jul2019. The speakers and the central processing unit (cpu) printed circuit board (pcb) were replaced to resolve the issue. The part was returned to the manufacturer for investigation: it was determined the u35 pin 5 outputs at 0 volts and should be 2.5 volts on the cpu pcba generated the 1102 error code. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the motor speaker failed and the field service engineer (fse) reported ventilator alarmed and "primary speaker alarm" appeared on the screen. There was no patient involvement.